Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father called to report that insulin pump has been exposed to moisture damage. Customer's father stated that the customer was pushed into the pool. Customer's blood glucose reading was 151 mg/dl. Product is not being returned or replaced.